Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) that dropped to 55 mg/dl and later rose to 252 mg/dl. For treatment, the patient was given glucose and put on a intravenous (IV). The pod was worn between 4 and 24 hours on the arm. The pod was discarded and the patient was discharged after 6 hours.